Event description:
The customer reported the system intermittently displayed multiple error messages that would cause the system to shut down and prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.